Event description:
It was reported that a 44-year-old caucasian female patient underwent a breast augmentation surgery with a 425cc mentor memorygel breast implant. Post-operatively, the patient experienced asymmetry of the left breast, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022. During the procedure, it was discovered that the left breast prosthesis was ruptured. There were no reported patient consequences or procedural delays because of the rupture that was discovered during the revision surgery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 18, 202, mentor received the device for evaluation. On november 23, 2022, mentor completed a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was ruptured and received in two (2) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the rupture on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer's reference number: (B)(4).